Event description:
Report received from an international affiliate (another country) of an incompatibility with the clave. The customer contact reported that the tubing set was being used to deliver sodium chloride 0.9% and was "temporarily stopped". A four-way stopcock was connected to the clave y-site. A second tubing set was attached to the stopcock and was being used to deliver herceptin by "gravity". "Once the stopcock was placed in the open position, the herceptin would not flow. The nurse changed the set up to proceed with the infusion. It was not clear how the set up was manipulated to initiate the infusion, but it was clear that the infusion was not delivered via the clave and b braun stopcock port." Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative sample from the same lot was received. Investigation is not completed.